Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap gastric sleeve event description: (B)(4) will address event 1 of 2. (B)(4) will address event 2 of 2. Towards the end of the procedure, the surgeon noticed a small black piece of the rubber seal in the patient's abdomen. The doctor was able to remove the portion of the seal and completed the surgery without incident. No patient injury. The doctor was using an [competitor's name] stapler at the time that a small black piece of the seal fell into the abdomen. Both events occurred with the same surgeon for the same type of surgery. Type of intervention: the doctor removed the small black piece of the seal from the patient's abdomen. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection could not confirm the complainant's experience of seal component separation. The event unit met current specifications and there was no damage observed to any of the seal components. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.